Event description:
Information was received from a manufacturer's representative via a patient regarding an implantable neurostimulator. The reason for call was caller (abbott representative) stated that the patient was implanted with a cardiomems device today and the [(B)(6) pelvic health stimulator] is interfering with it. Caller stated the cardiomems device interferes with metal objects. Caller asked if there was any way to remotely turn the [(B)(6)] device off so they could take a reading and turn it back on as patient has lost their programmer. Agent reviewed information and reviewed role of rep (caller was transferred from national answering service who paged the (B)(6) representative). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).